Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The physician did not suspect device malfunction. The patient was reportedly doing well postoperatively. The device was not returned to bsn.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg and it was not holding a charge. Database analysis was taken and result was inconclusive. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing difficulty charging the ipg and it was not holding a charge. Database analysis was taken and result was inconclusive. The patient will undergo an ipg replacement procedure.